Manufacturer narrative:
Investigation: the complaint was investigated for a acquisition 40 error when using z6ms transducer. The transducer was returned, and an investigation was performed. Engineers were not able to reproduce the aquisition 40 error. But a hole was found in the articulation sleeve with the leakage test failure. The issue was due to articulation sleeve material reliability, which can also cause acquisition errors. A new sleeve material change was implemented since september 2016. This transducer was prior to the corrective action. C-flex articulation sleeve material inspection & rework process was implemented since novevmber 2015. And a new sleeve material change was implemented since septebmer 2016. This transducer was prior to the corrective action. The transducer was replaced at the site. (B)(4)

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that during a transesophageal echocardiography (tee) procedure, the transducer generated a usacquisitionhw_40 error and the ultrasound system became unresponsive. The user rebooted the system but the functionality was not restored. The tee was repeated and completed with a different ultrasound system and with the same transducer. There was a delay of 30 minutes due to the procedure being moved to a different ultrasound system. There was no loss of data and there was no patient adverse event reported. No additional information was provided.